Event description:
This is the same event and the same pt. This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 6/5/1997 in the left forearm with negative results. The pt was first treated on 4/29/1999 with two formulations of product in the nasolabial folds and the vertical lip lines. The procedure was without event. On 4/30/1999, the pt phoned and reported that the vertical lip line treated sites had become markedly swollen. The pt was advised to massage the area to reduce the swelling. The pt was examined on 5/5/1999, and presented with redness, swelling and induration at all treatment sites. The pt stated the symptoms diminished at night, and flared during the day. Hypersensitivity was diagnosed and a medrol dos-pak, oral benadryl and topical hydrocortisone cream was prescribed.